Manufacturer narrative:
Additional information has been added. We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
On the 2nd day of npwt utilizing a pico7, it was noticed the pump has not been working and all indicator lamps solidly illuminated. It was unclear when it occurred. The treatment was continued with another pico7, however, the same issue occurred the next day. The doctor stopped using pico7 and the treatment was continued with a wound dressing. No patient harm. No delay. The pumps will be returned for investigation.